Manufacturer narrative:
The reported complaint was confirmed. The user did not want any repair or testing done so no further evaluation was completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end-user opted to not have the suspect unit be replaced or repaired. The unit is used as a backup device.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder module would not power up. There was no patient involvement.